Event description:
Patient was just admitted back to the hospital with an infection in his left distractor. The u-joint in that case was buried completely in soft tissue.

Manufacturer narrative:
Due to the infection origin, the identified infection bacteria, the examination of the production related flora and the fact that the devices were sterilized according to the effective sterilization validation parameters, the device can be excluded as the root cause for the infection. However, the exact root cause could not be determined.